Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it alarmed for low positive end expiratory pressure (peep) and its tidal volume readings were reading zero. The ventilator was exchanged. (B)(4).